Event description:
It was reported that the proximal filter failed to be recaptured. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. The sentinel cps was advanced into position and the proximal and distal filters were successfully deployed. Upon completion of the tavr procedure, the proximal could not be recaptured into the catheter. The sentinel cps was removed from the patient with the proximal filter in an open state. There were no patient consequences reported.

Manufacturer narrative:
Device evaluated by MFR.: the sentinel cps was returned to boston scientific (bsc) and was analyzed by a bsc quality engineer. Visual analysis revealed a sheathed proximal filter, relaxed articulating distal sheath (ads), sheathed distal filter, and a kinked distal filter slider (#3). A functional test was performed and found that the proximal filter could not be unsheathed using the proximal filter slider (#1) as the proximal filter was stuck inside the proximal sheath. A flow test was performed successfully through the rear and front handle ports with no issues; however, the flow test could not be performed through the distal filter slider (#3) due to the kink in the distal filter slider (#3).

Event description:
It was reported that the proximal filter failed to be recaptured. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. The sentinel cps was advanced into position and the proximal and distal filters were successfully deployed. Upon completion of the tavr procedure, the proximal could not be recaptured into the catheter. The sentinel cps was removed from the patient with the proximal filter in an open state. There were no patient consequences reported.